Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. Reportedly, patient has been without any stimulation (approximately 3 months). Ipg was inoperable. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, effective therapy was restored post-operatively.